Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl. The customer¿s other blood glucose were 453 mg/dl, 558 mg/dl and 560 mg/dl, 570 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous fluid. The customer also went to the emergency room on (B)(6) 2019 with blood glucose of 517 mg/dl and customer also had low blood glucose of 47 mg/dl. The customer was not using the auto mode feature. The customer also stated that the insulin pump had insulin flow block alarm. The customer stated that they performed the high pressure test and test result was able to passed the test. The insulin pump will not be returned for analysis.